Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they had been having issues with erratic control recovery for multiple assays. It was also determined that the customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb). The erroneous result was not reported outside of the laboratory. The customer noted that there was fan noise and an abnormal temperature control error on the analyzer. The customer stated that they calibrated and ran quality controls. The customer noticed that the controls were low. The customer noted that the patient sample had been loaded on the analyzer behind the control rack. The sample initially resulted as 104 miu/ml. The customer then recalibrated and repeated controls. The patient sample was then repeated, resulting as 20.5 miu/ml. Both the 104 miu/ml value and the 20.5 miu/ml value were believed to be inaccurate. The sample was sent to a sister site where it was repeated on an e411 analyzer, resulting as approximately 111 miu/ml. The customer could not provide the specific repeat value from the sister site. The approximate value of 111 miu/ml was reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 18543003, with an expiration date of 08/31/2016. The field service representative suspected that the control materials may have degraded. He replaced the measuring cell and then ran performance testing, which was within limits. He ran quality controls and these were within specifications. The sample was repeated again on the original e411 analyzer after the service visit, resulting as 112 miu/ml. A specific root cause could not be determined based on the provided information. No reagent issue is evident. Additional information required for the investigation was requested, but not provided.